Event description:
Patient initiated into dialysis without incident. 50 miniutes into treatment patient complained of chills. Temp. Increased from 96.8 to 98.4 degrees f. Physician was notified. Blood cultures and pyrogen testing drawn (both negative), patient discontinued from dialysis and discharged to home. 10th use formaldehydedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.